Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced to dilate the lesion; however, upon inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.